Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient rep stated that the patient's back is flaring up again. Patient rep stated the patient has always had some pain but it became significant this year so the patient switched jobs and was trying to switch to pain management and didn't realize how physical the job was. Patient rep stated that the patient was back to struggling to walk with bands around their ankles and the pain going down their legs. Patient rep mentioned that if there's a bad storm or hurricane type pressure, the patient will feel the pain for half a day and it's getting to the point where the patient took a week's vacation and spent the week in bed. Patient rep noted that this is what the patient was like 10 years ago when the stimulator was put in. Patient rep mentioned the patient hasn't seen anyone and the patient went to an orthopedic today since they were having issues walking. Patient rep mentioned the orthopedic was looking at ordering a MRI. Patient rep mentioned the battery is dead. Patient rep stated the patient's brain was not functioning well with the pain. Patient rep mentioned the patient hasn't used the stimulator in 5 years and the patient was going to a chiropractic and was doing jujutsu. Agent reviewed with patient rep implant has reached eos and reviewed MRI eligibility. Agent provided ts number for hcp or MRI facility to call if they have questions. Agent sent patient rep an email with physician listings. Agent redirected patient rep to patient's healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.